Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of spacemaker* pro access and dissector system. The visual inspection of the returned product noted: the obturator top was disengaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the top portion of the device was cracked and broke off. The surgeon dissected the space manually with laparoscopic instruments. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the top part of the balloon trocar broke off. There was no patient injury.